Manufacturer narrative:
A correction to the component code is needed and has been made.

Event description:
A remstar pro c-flex+ device was returned to a third-party service for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. The device had dust fail contamination. Additionally, the service technician also noted an error codes e065: (err_stuck_encoder_a), e066: (err_stuck_encoder_b), and e055: (err_therapy_queue_full) present. The device was scrapped by the service center after evaluation was completed.